Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the patient's cassette was leaking and got a smiths medical cadd legacy 1 pump wet while in use. The pump also stopped working. The patient was able to switch to a different pump to continue the life sustaining infusion. There was no patient or clinical injury.